Event description:
During deployment of a 26mm sapien xt valve in an existing bioprosthetic mitral valve, the ascendra+ (asc+) delivery system (ds) balloon ruptured. The patient had an existing bioprosthetic valve in the mitral position that had become stenotic. During deployment of the xt valve, the asc+ ds balloon ruptured just as the valve was fully deployed. The xt valve was successfully deployed in a final 90:10 ventricular/atrial position. The ds could not be withdrawn through the sheath. The ds and sheath were removed as a unit and the access site was closed. The procedure was completed. The patient was transferred in stable condition without complications. It was perceived that the severely calcified bioprosthetic mitral valve contributed to the non-uniform expansion of the xt valve and subsequent rupture of the ds balloon.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the valve replacement procedure. The device was not returned for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors (severe bioprosthetic mitral valve calcification, severe mitral annular calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.